Event description:
It was reported that the patient experienced a hematoma and then a wound dehiscence and the pump was subsequently explanted. The patient recently had surgical pump revision on (B)(6) 2012, and a CT scan on (B)(6) 2012 found a hematoma surrounding the new pump. On that same day, the patient had non-surgical medical intervention for the hematoma, of a type and antibody screen and transfusion. In association with the hematoma event, the patient experienced abdominal pain, nausea, vomiting, and weakness. The severity of the event was noted as severe and resulted in an in-patient or prolonged hospitalization. The hematoma was reported to be related to the implant procedure, and the hematoma outcome was reported as resolved without sequelae as of (B)(6) 2012. It was then reported that following the resolution of the hematoma, the patient experienced abdominal wound dehiscence. The wound dehiscence was diagnosed (B)(6) 2012 by examination and palpation. The dehiscence was reported to be related to the device. The symptom reported in association with the wound dehiscence was wound drainage. Interventions performed due to the dehiscence were medication adjustments, silvadene 1% cream applied to the wound twice a day, and explant of the entire device system on (B)(6) 2012. The severity of the dehiscence was noted as moderate, and the event outcome was resolved without sequelae as of (B)(6) 2012. The patient had a new pump replacement system implanted on the dehiscence resolution date. The medications delivered via the pump were dilaudid, bupivacaine, droperidol, baclofen and clonidine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4)